Event description:
It was initially reported that the patient was said to have right vocal cord paralysis, prior to the implantation of the device, but was not discovered until after the surgery. The patient had laryngoscopy performed, which resulted in a bilateral paralysis of the vocal cord. A sleep study was later performed in 2009, which indicated that the patient had "serious" apnea and stridor ("noisy breathing"). No further details were made available at that time. Good faith attempts to obtain additional information have been unsuccessful to date.